Event description:
It was reported that an occlusion alert occurred while the user was on an infusion set, which resolved after the infusion set was changed; the user wears a contact detach infusion set due to special medical need (smn) and was reported to be on the last available set at a care facility. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy after the set change and no need for medical intervention or hospitalization. Investigation of this case revealed that the event was consistent with an infusion set occlusion associated with the insulin delivery pathway, which was mitigated by replacing the set. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient infusion set obstruction that resolved with supply change.